Manufacturer narrative:
Correction: the correct therapy date in section d10 should have been "(B)(6) 2025", rather than "(B)(6) 2026".

Event description:
New information received notes that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited a high capture threshold which resulted in loss of capture. The rv lead was capped and replaced on (B)(6) 2026. No patient consequences were reported before, during or after procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2026 due to unspecified capture issue. The patient's condition was unknown.